Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7082672.

Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs) device. It was noted that the patients right lead had migrated which was confirmed via x-ray. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.